Event description:
Customer reportedly received result of 57 mg/dl on the compact plus system and result of 97 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the aviva system (lot number 303230, expiration date 07/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.